Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 3.9 unit bolus that was not user initiated while customer was at school. Per customer's parent, an extended bolus (0-3.9 units) was initiated at 12:30 pm and completed at 2:26 pm. Subsequently, the customer's blood glucose (bg) level decreased to less than 54 mg/dl and had occurred at the time of the unintended bolus. Pump was removed from the customer and customer consumed glucose and food to address low bg. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Pump data logs were reviewed by tandem quality engineer on january 18, 2023. The logs were reviewed for 26-apr-2022. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. The bolus in question was requested manually after a successful unlock of the pump screen. The pump also displayed the bolus confirmation screen where the user selects ¿yes¿ confirming a bolus delivery of 3.9 units that is manually entered. The bolus is also not cancelled following the confirmation of the bolus delivery despite the wake button being interacted with and the screen remaining on for several seconds after the confirmation. Complaint could not be confirmed.